Event description:
It was reported that the patient experienced slow flow and a fractured stent occurred. The patient presented for percutaneous coronary transluminal angioplasty. Vascular access was obtained via the femoral artery. The 38 x 2.70mm target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation, a 2.50 x 48mm synergy ii drug-eluting stent advanced to the lesion and there was significant resistance was encountered during advancing the catheter. After the stent was deployed, the patient experienced slow flow. The physician used a thrombus suction catheter to deliver drugs to treat slow flow, but the catheter could not be retrieved and stent boost revealed a fractured stent. Another stent was deployed to cover the fractured stent and complete the procedure. The patient status post procedure was stable.